Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the rv lead fracture, the patient had congenital heart block (chb), and that noise caused inhabitation of pacing, and the patient felt dizzy and feeling faint. It was also stated that the ra lead exhibited noise.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. Continuation of d10: 693558 implanted: (B)(6) 2013; explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was failing and had fractured which was identified after a generator change. It was further reported that fracture of the rv lead was confirmed. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.